Event description:
While pushing down the plunger of the syringe, the barrel flange popped off making administration of the rest of the vaccine difficult, pt was still administered the full dose. Syringe was disposed of after administration. Pictures are available of syringe from same lot number. FDA safety report ID #(B)(4).